Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 306.4 cm from the tip of the fiber connector to the end of the end of the fiber body. The exposed glass tip measured 3 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. There was no light from the sma connector, indicating a fracture within the fiber connector. When connected to the laser console, the following message was displayed: applicator has been used 2 times. No other problems with the device were noted. The reported event of rfid connection issue was not confirmed. There was no light from the sma connector, indicating a fracture within the fiber connector. Fibers are consumable devices and expected to degrade with use. Due to the observed fiber connector fracture, which was likely caused by procedural handling of the device during set-up, reprocessing, or use, the investigation conclusion code selected is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on august 5, 2021 that a lighttrail reusable 270 um laser fiber was used in a kidney stone lithotripsy procedure performed on (B)(6) 2021. During the procedure, when the laser fiber was connected to the laser unit, it didn't functioned. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation finding that the laser fiber was broken within the sma connector.